Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted procedure the customer had energy issues with the fenestrated bipolar forceps. There was no report of patient harm. Intuitive followed up but no additional information was available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This MDR is submitted for a correction to field g3 which is being updated to 4/11/2025.